Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer received a displayable history check failed on start up alarm. The customer's blood glucose was 511 mg/dl at the time of incident. Customer's husband was able to treat for their blood glucose with a basal injection. Troubleshooting advised the customer the alarm was normal insulin pump behavior. The customer declined to return the insulin pump for analysis.